Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) equipment alarmed and automatically inflated .the failure cannot be rectified after startup, there was no personal injury reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) detected and adjusted positive motor pressure, failed to achieve standard output by adjusting motor pressure. Device not delivered for clinical use. Subsequent follow-up to apply for replacement of accessories. On the second visit fse replaced the scroll compressor. The parameters and common functions are tested to be normal. Returned to customer and cleared for clinical use. Patient involvement was there, no harm reported. The failure analysis and testing department received and inspected a compressor and observed the one of the wires in the connector plug has been expose/broken. The compressor could not be tested due to the expose wire. Retaining the compressor in the failure analysis and testing department per procedure(B)(4) rev ap. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is "not confirmed" due to the department not having the capabilities to troubleshoot this part internally further in an attempt to determine the root cause.